Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not eject properly. Another lens was opened to complete the case. There was no patient impact.

Manufacturer narrative:
The device with the lens was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced under the lens. The lens has been advanced into the tip of the nozzle. The trailing haptic is on top of the plunger and is broken-distal area. The lens is misfolded to the side. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device was returned with the lens in the nozzle tip. A plunger underride was observed and the lens was misfolded. The root cause for the underride could not be determined. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: due to rapid advancement faster than the dfu recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).